Event description:
It was reported that a doctor experienced a connection issue between a minicap transfer set and a non-baxter catheter. This occurred during the catheter operation. It was reported that the doctor tried using an unknown plastic adapter instead of a titanium adapter. There was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report two of two.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.